Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.

Event description:
It was reported one of the patients leads was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue. Related manufacturer reference number: 3006705815-2022-18315.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000040814. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.